Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 10/03/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the pump¿s black box revealed reboot events. A battery compartment crack was observed; the battery cap threads were damaged and the battery cap was unable to properly secure to the pump. A power issue was experienced. A test battery cap was able to secure to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and battery compartment damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.